Event description:
It was reported that metal shavings came off the large needle driver instrument during sterilization. Particulate could have been created during a previous procedure. To date, the account has not reported any incidences of particulate coming off of an instrument during a procedure. No patient harm, adverse outcome or injury was reported. No additional information was provided. The following medwatch report was created for the maryland bipolar forceps instrument that is related to this event. MFR. Report # 2955842-2006-00191.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed scratches and scraping on the main tube with material that has been removed. Based on investigation performed on instruments returned for a similar failure, it was concluded that the instrument damage may have been caused by a defective instrument cannula accessory, which scraped off material as the instrument was moved.